Manufacturer narrative:
Device has not been reported as explanted. The correct lot number could be 8304852 as the lot 8304832 does not match to the article. A review of the device history records was completed for the non-sterile part: manufacturing location: (B)(4). Manufacturing date: 30 january 2013. No non-conformances or issues were noted that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported plate and screw were applied for distal radius fracture surgery. During the surgery, the surgery had difficulty locking the screw after the screw insertion in the second distal hole of the ulna part of the plate. The surgeon tried many times. Eventually, the surgeon decided to leave the screw in the patient's bone to complete the surgery. The surgery was extended for five (5) minutes. No patient harm was reported. This is report 1 of 1 for (B)(4).